Manufacturer narrative:
Updated fields: d4, d10, g4, g7, h2, h3, h4, h6, h10. Unique device identifier (UDI):(B)(4). The valve was returned for evaluation. Device history record (DHR)- there is no indication that the production process may have contributed to this complaint. Failure analysis- the valve was visually inspected, the housing is cut/torn around the siphon guard. The root cause for the issue reported by the customer is due to wrong handling, as noted in the instruction for use (IFU): do not fold or bend the valve, folding or bending might cause rupture of the silicone housing, needle guard disc dislodgement or occlusion of the fluid pathway.

Event description:
N/a

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the certas valve was found broken at the base of the siphon guard when testing for flow patency; therefore, the valve was changed to a new one. The physician commented that he gave the valve too much effort when he was placed the valve. No patient injury reported.